Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After climbing stepps severe pain occur. X-ray control showed a breakage of the nail. Revision surgery on (B)(6) 2018 with gamma 3 nail 300 125°.

Event description:
After climbing stepps severe pain occur. X-ray control showed a breakage of the nail. Revision surgery on (B)(6) 2018 with gamma 3 nail 300 125°

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x180mm x 125° was alleged of k-170 ¿ implant breakage - nail could be confirmed. Based on investigation, the root cause was attributed to a user related issue. Evaluation revealed that the present breakage of the nail was caused by intra-operative material damage contributed by significant axial load application. The device inspection revealed the following: the evaluation revealed that the nail broke in a fatigue fracture. The right web broke first, starting with an incipient crack at lateral. This web had been damaged intra-operatively by the step drill. The lateral edge was significantly weakened by a chamfer where the incipient crack was identified. The breakage of the left web followed with delay, progressed towards medial and broke in a residual fracture in the left medial edge. Exceeding bearing points are usually the result of increased load application. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. In this case the revision surgery on (B)(6) 2018 with a gamma3® nail could be a hint to insufficient bone healing after an implantation period of 5 months. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to available information a deficiency of the nail was not be verified.